Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had been lost to follow up. A follow-up most recently did occur during which battery status was beyond elective replacement indicator (ER), with a battery status of 2.28 volts monitoring voltage and 18.2 seconds charge time measurement. The device had not yet reverted to storage mode. The health care professional indicated that the device would be taken out within a couple days time. There were no reported adverse patient effects.

Manufacturer narrative:
To date, information suggests that this medical device is still in service. As new information would become available, this report wil be further evaluated and updated.